Event description:
The customer reported having battery contact issues.

Manufacturer narrative:
The customer reported having battery contact issues. The device was evaluated by the customer, and a battery pca was ordered. As of 1/15/09, the customer has not called back regarding this device. We are considering this failure a battery pca malfunction.